Manufacturer narrative:
The device was received not deployed. Download data showed first prime completed at pulse 23 and the device was deactivated after pulse 33. The priming sequence did not run enough pulses prior to deactivation to deploy the device. A rotational sensor malfunction was observed in the data. The device was reset, paired to a master pdm and delivered a 5u bolus. The needle mechanism deployed as intended during rerun. The downloaded rerun data replicated the rotational sensor malfunction. Inspection of the commutator cap found it to be damaged. Based on the data and the visual inspection of the commutator cap, it was determined that the damage contributed to the reported event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.